Event description:
Sling clip came off of pin. Pt dropped but caught before hit floor. Pt banged head on support bar. Pt received a hematoma to head and some bleeding. This occurred during transfer from bed to chair. One person involved.